Event description:
It was reported that the pump generated a "no disposable" alarm. The cassette was removed, the tubing was massaged and secured to a hard surface, and the cassette was reattached. Although the infusion was restarted, the alarm recurred and persisted despite repeating the process. As a result, the device underdelivered the medication. The 5-fu (fluorouracil) infusion was programmed at 2.5 ml/hour, with 12.5 ml remaining in the reservoir and 102.55 ml delivered. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.